Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient was checked after a recent left ventricular assist device (lvad) implant. At this time the crt-d was in safety mode as an alert was triggered 3 times. Boston scientific technical services (ts) suggested that the device be removed and replaced. No adverse patient effects were reported.